Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a malfunction alarm during bolus delivery. Blood glucose was 105 mg/dl. The customer had insulin injections as an alternate for insulin therapy.